Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 18 mg/dl. The customer stated that the paramedics were called for the low blood glucose. The customer stated that they were unconscious. The customer's blood glucose stated that they had high blood glucose of 400 mg/dl at the time of call. The customer stated that the blood glucose brought up to 165 mg/dl. The customer stated that they were wearing the insulin pump during event. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The reservoir will not be returned for analysis.